Manufacturer narrative:
During angiographic review it was confirmed that the stenosis was due to a dissection. Dissections are a common large bore procedural complication caused by the insertion of procedural sheaths; however, the root cause of the dissection remains inconclusive if related to the deployment of manta or procedural sheath. The IFU was reviewed and lists local trauma to the femoral or iliac artery wall, such as dissection is a known adverse event. Risk documentation was reviewed and confirmed this is a known risk. The occurrence rate for this type of incident remains below risk documentation acceptable limits. The device history was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists dissection as a possible adverse event related to the deployment of vascular closure devices. The IFU also states that such events may require percutaneous interventions such as balloon inflation and placement of a covered stents. An investigation has been opened to review the device history record and risk documentation for this incident. The delivery system from the incident was discarded by the user and the implant remains in the patient.

Event description:
A transcatheter aortic valve replacement (tavr) was performed on (B)(6) 2019. 1000 units of heparin were administered during the tavr. The activated clotting time (act) prior to closure was 388 seconds and 100mg of protamine was given prior to closure with manta 18f vascular closure device. Heparin was said to be fully reversed. Manta 18f was deployed and a post-closure angiogram was performed. A dissection was noted at the access site. A balloon 7mmx4mmx80cm (diameter x length of delivery catheter shaft) was advanced from the contralateral side and inflated at the dissection site for a total of 4 minutes. A small piece of the dissection was still seen distal to the access site post ballooning. A covered stent 6mmx2.5cm (diameter x length) was placed at the access site. Distal flow was achieved as well as a palpable pedal pulse. The patient was said ot be fine following the procedure.